Event description:
It was reported that the patient presented with a capture anomaly on their right atrial lead. The cause of the capture anomaly was not determined. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during, and after the procedure.